Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered inappropriate shocks in more than a single episode due to oversensing of noise. The patient contacted technical services (ts) and reported that the shocks occurred during exercise and movements while cleaning. The patient was seen in clinic following each episode, and noted that attempts were made to reproduce the noise with no success. The patient reported being anxious about receiving further shocks, and inquired about how to prevent them in the future. Ts referred the patient to their physician. No adverse patient effects were reported. This device remains in service.